Event description:
It was reported that during the initial implant procedure, dislodgment of the right ventricle (rv) leadless pacemaker (lp) was noted after fixation and release from the delivery catheter. The rv lp migrated to the pulmonary artery as a result. The rv lp was retrieved, explanted, and was not replaced. The patient was in stable condition.